Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, regarding the chipped adhesive of the bending rubber, the cause was due to an external force applied. The date of the event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The cysto nephro videoscope was returned to the service center with a report of the coating of the distal end broken. This does not indicate an MDR reportable event. However, an MDR reportable failure was found during testing at the service center. During inspection of the device, chipped adhesive of the bending rubber was found. There was no patient involvement.